Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, a patient was to be implanted gore® viabahn® endoprosthesis with heparin bioactive surface to treat iliac artery disease. During advancement, the delivery system was damaged. The deployment line couldn't be pulled out. The stent was unable to deploy. The details were unknown. The patient tolerated the procedure without adverse effect.

Manufacturer narrative:
Update d9. H6: c19 - it was reported that damage to the viabahn device delivery system was observed during advancement of the viabahn device to the target location. Catheter deformation consistent with potential difficulties encountered during advancement was observed during evaluation of the returned device. The root cause of the observed catheter damage could not be established with the information available. After the delivery system damage was noted, it was reported that the viabahn device could not be deployed. During evaluation of the returned viabahn device, deployment was not able to continue when pulling the deployment line from the knob. But deployment was able to continue when pulling the deployment line at the endoprosthesis, demonstrating that the deployment mechanism itself was not stuck. The cause of the inability to deploy the viabahn device from the hub is consistent with inability to pull the deployment line through the catheter lumen due to the confirmed catheter damage which reportedly occurred during advancement. Therefore, the cause of the deployment failure was related to the procedure.